Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative saw the patient and they were fine- they simply didn't understand how to turn off the ins. They apparently charged the battery prior to seeing the representative as their ins was at 80%. The patient programmer was nearly dead and the patient was instructed on how to charge the controller, adjust/turn off stimulation, and recharge. The patient's daughter was in attendance and said she understood. When the patient was asked what was going on they reported that they were scared that the couldn't turn the ins off and that they couldn't figure it out. They did not mention being dizzy to the representative or to the patient's daughter. The representative went over every scenario and the patient (as well as their daughter) both demonstrated understanding on all phases of use. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient is having problems on her programmer. She cannot turn ins off. Patient reported feeling dizzy and wants to turn off stimulation. During the call patient used controller and turned off stimulation and verified stimulation was off. The screen tells the patient that the stim was off, but patient stated it can't be off they still feel stimulation. It was reviewed that patient pain feel a residual effect after stimulation is turned off. Patient is very confused and does not think the stimulation is turned off because she did not connect an antenna to the controller. It was reviewed that with the ins she has implanted she does not need to have an antenna connected. Patient considered this a sudden change in therapy/ symptoms. Patient thinks she is feeling dizzy because she has stimulation on. Patient stated she met with rep monday and they showed her how to use the controller, but patient does not remember how to use controller. Patient later called for assistance in turning off stimulation. Patient confirmed stimulation was on, programmer was set to group a and showed p1 and p2. Patient was able to successfully turn stimulation off and confirmed she was no longer feeling stimulation. Patient has appointment with hcp (B)(6) 2018. No further patient symptoms or complications were reported in this event.